Event description:
It was reported that the patient was being referred for battery replacement due to battery depletion. The patient's mother later reported an increase in cognitive changes in relation to the battery depletion. An implant card was received confirming the patient had a battery replacement. The site the surgery took place discards all explants during surgery unless there is warranty involved, therefore the product is not available for return. No additional relevant information has been received to date.